Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The returned cartridge reload was placed and removed with no issues noted during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a bowel procedure, the staff described having difficulty loading/unloading the device because it was locked. The case was completed with and alternate device with no patient consequences reported. The device was not on the patient when it locked out. It is unknown if the device was able to be opened before replacing the device.